Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's mother was advised to reset the device and the outcome was successful. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).